Event description:
The balloon of the syntel over-the-wire embolectomy catheter ruptured during an embolectomy procedure. So, the surgeon used another catheter for the procedure. There was no harm to the patient because of this incident.

Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. The surgeon used the catheter to remove the clot in a dialysis patient. According to the surgeon, the balloon ruptured when he attempted to remove the clot from the patient's vessel. There was no stenosis or calcification around the region where the catheter was operated. The surgeon did not experience resistance when removing the clot. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the user because of the balloon malfunction. The surgeon used another catheter to complete the procedure.